Event description:
A nurse reported that during a shunt implant procedure, it was noted that the lumen of the shunt was blocked and it was not implanted. The nurse also indicated that the pt has had a prior trabeculectomy. Additional info was received from the nurse who reported the procedure. Was converted to a trabeculectomy and there was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on (B)(4) 2012, by phone, fax, and mail. Additional info was received on (B)(4) 2012, by phone. A complete questionnaire has not been received. (B)(4).